Manufacturer narrative:
Customer contact reports no patient information available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed and confirmed the reported issue. Service will be performed by hospital employee or contractor.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient injury.